Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming an issue. No visible anomalies were found with the exterior of the pump. Functional testing of the unit confirmed the issue. Engineering was unable to inquire the pump. The pump cover was removed to observe the internal components. It was observed that the internal electronics cavity showed signs of corrosion and damage due to moisture. Engineering confirmed a leak from the valve to the baseplate weld. This leak is the cause for the issue. This issue was reviewed and the operator was retrained in the process 0092-00913. The root cause of the issue was determined to be an improper weld of the inlet valve to the baseplate, leading to a leak of fluid into the component cavity. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of the device history record. (B)(4).

Event description:
Field clinical engineer (fce) contacted technical solutions to report that a patient's pump could not be inquired. Fce confirmed that multiple programmers were used in attempts to inquire the pump. Fce additionally confirmed that the pump was not flipped and that the inquiries were attempted at various angles. Agent covering the issue confirmed that the battery level of the pump was okay. The pump was later explanted and replaced.